Manufacturer narrative:
Batch review performed on 25 april 2022: lot 174619: (B)(4) items manufactured and released on 29-dec-2017. Expiration date: 2022-dec-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 2 years and 8 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.